Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited a single high out of range shock impedance measurement of 126 ohms. This high impedance measurement was a single occurrence, not trending upwards, and the impedance has since returned to the 90s range. No defibrillation threshold (dft) testing was conducted during the original implant. The physician planned to continue monitoring the patient. This crtd remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.